Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including defib cycling and bench handling without duplicating the report. Evaluation of the device found that the multifunction cable (mfc) receptacle was loose. This could have contributed to the device not recognizing the patient connection through pads. The (mfc) receptable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a 68-year-old female patient, the device failed to cardiovert the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.